Event description:
Intended use: vitek® ms is a mass spectrometry system using matrix-assisted laser desorption/ionization time of flight mass spectrometry (maldi-tof ms) for the identification of microorganisms cultured from human specimens. The vitek® ms system is a qualitative in vitro diagnostic device indicated for use in conjunction with other clinical and laboratory findings to aid in the diagnosis of bacterial, yeast and mold infections. Issue description: a customer in finland notified biomérieux of several discrepant identification results in association with vitek ms instrument (ref. 410895, serial number. (B)(4)). Customer reported having several discrepant vitek ms results (for 6 different patients). The confidence value has been at least 99.9% for the ID (identification) results. The acquisitions were repeated, providing a result which appears correct. According to the customer, the results are never sent automatically to the physician, as they are always compared to the colony morphology first. In these cases, the incorrect vitek ms results were noticed as they did not match with the colony morphology. There is no indication or report from the customer that this event led to any adverse event related to any patient's state of health. An investigation has been initiated.

Manufacturer narrative:
**Context** a customer in finland notified biomérieux of several discrepant identification results in association with vitek ms instruments (ref. 410895, serial number. (B)(6)). Upon initial reporting of this incident, it was known that patient testing was performed on two (2) different vitek ms systems. However, only serial number (B)(6) was provided by the customer. Subsequently (after initial medwatch submission), following requests by biomérieux customer service, the customer provided serial number (B)(6) for the second vitek ms instrument. The customer did not know which patients (of the six) were tested on which instrument. Following continued queries, the customer provided the following information: (B)(6)=> 3 times (vitek ms (B)(6) ) & 1 time (vitek ms (B)(6). (B)(6)=> 1 time (vitek ms (B)(6) & 2 times (vitek ms (B)(6). (B)(6)=> 0 time (vitek ms (B)(6) & 1 time (vitek ms (B)(6). (B)(6)=> 1 time (vitek ms (B)(6) & 2 times (vitek ms (B)(6). (B)(6)=> 1time (vitek ms (B)(6) & 1 time (vitek ms (B)(6). (B)(6)=> 1 time (vitek ms (B)(6) & 2 times (vitek ms (B)(6). Investigation: batch history record and complaint trend analysis: there are no capas related to the customer¿s complaint recorded. A complaint history review was completed for this issue concluded with no implication of a trend. This complaint has not been identified as a systemic quality issue. Investigation results: sample details: knowledge base (kb) version used by customer: 3.0 (cli) other test methods: unknown, none provided by customer expected ID: unknown, no reference method was used to confirm the expected identifications culture conditions: samples origin : unknown culture media / incubation time : (B)(6): blood, chocolate or streptococcus plate, incubation time 1 day. (B)(6): blood, chocolate or streptococcus plate, incubation time 1 day. (B)(6): blood, chocolate or streptococcus plate, incubation time 1 day. (B)(6): uti plate, incubation time 2 days. (B)(6): uti plate, incubation time 1 day. (B)(6): uti plate, incubation time 2 days. *fine tuning: according to the vilink alert tool criteria from the customer site, status was good and no fine tuning was needed for both instruments (sn (B)(6)) used during the customer¿s tests made on (B)(6) 2022. A fine tuning was performed by biomerieux customer service via a remote session on the instrument s/n (B)(6) (based on the times indicated in the complaint case (B)(4), it was performed after the identification issues). It was noticed that the linear detector value was over the maximum limit (3100); it was set at 3250. Based on this finding, linear detector replacement is recommended. This finding could explain the high number of peaks observed and its variation along the acquisitions made on this instrument. Spot preparation quality: the calibrator and sample ¿all peaks¿ values are heterogeneous. Based on this finding, the spot preparation quality needs to be reviewed with the customer. Kb review: unknown because identifications were not confirmed with a reference method (sequencing). Sample data analysis: 1/ reprocessing the customer data with vitek ms kb v3.0, kb v3.2 and next kb v3.3 (in development) provides the same identifications for all samples. 2/ reprocessing the customer data with ruo database (saramis v4.17) allows to provide the same identifications as ivd mode. There are slight differences link to the fact that the database and the algorithm are not the same (i.e. There are more low discrimination for ruo mode but the species obtained in ivd mode is present of the ruo low discrimination lists). 3/ the analysis of the data allows to show that there are discrepant results between both instruments : for example, sample (B)(6) gave single choice to enterococcus faecalis on s/n (B)(6) and it gave single choice to klebsiella pneumoniae on s/n (B)(6). The difference between both tests is the number of peaks. It is higher with s/n (B)(6) (136 peaks) compared to s/n (B)(6) (74 peaks). Sample (B)(6) gave single choice to klebsiella oxytoca on s/n (B)(6) and it gave single choice to enterococcus faecalis on s/n (B)(6). The difference between both tests is the number of peaks. It is higher with s/n (B)(6) (126 peaks) compared to s/n (B)(6) (59 peaks). 4/ the analysis of the data allows to show that there are discrepant results between several tests made on the same instrument (issue observed on both instruments): for example, sample (B)(6) gave single choice to pseudomonas aeruginosa and single choice to staphylococcus epidermidis on s/n (B)(6) with the same amount of peaks (122 and 120). It corresponds to two separate preparations. So it could be linked to a non-optimal spot preparation. Sample (B)(6) gave single choice to streptococcus anginosus and single choice to bacteroides fragilis (twice) on s/n (B)(6) with the same amount of peaks (107 to 120). It corresponds to three separate preparations. So it could be linked to a non-optimal spot preparation. Sample (B)(6) gave low discrimination to streptococcus dysgalactiae ssp dysgalactiae - streptococcus dysgalactiae ssp equisimilis and single choice to escherichia coli on s/n (B)(6) with the same amount of peaks (107 and 105). It corresponds to two separate preparations. So it could be link to a non-optimal spot preparation. Sample (B)(6) has been tested only on s/n (B)(6) and the number of all peaks is quite high (145). 5/ as an example, the comparison of two spectra giving two different identifications from the same sample (B)(6) acquired with s/n (B)(6) allows to highlight that they are very different; it could be a contamination (mixed culture) or a sample mixed up during sample preparation. Based on these findings, the potential misidentifications and discrepant results (observed between several tests made on the same instrument and between both instruments) could be due to : - a non-optimal sample preparation (culture, spot, different operator, operator skills, ¿) instrument issue (linear detector end of life) a contamination (mixed culture) sample mixed up during sample preparation (operator error) in addition, the analysis of the spectra acquired during customer¿s tests allows to show that spectra from same sample could be very different leading to different identification results. These kind of spectra (leading to potential misidentification) were very different at acquisition step; it means that the issue occurs before or during acquisition. Expected identification after investigation: unknown, strains identifications need to be confirmed with a reference method (sequencing). Conclusion: the root cause analysis identified following causes: non-optimal sample preparation (culture, spot, different operator, operator skills, ¿) operator error (use of mixed culture - sample mixed up during sample preparation) instrument issue (linear detector end of life) for instrument s/n (B)(6). Linear detector to be replaced.